Event description:
A report was received that during a suction procedure the view window of the closed suction system broke. No pt injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.